Event description:
Healthcare professional reported that while in the ICU immediately post implant of a 31mm mosaic valve the pt experienced a left ventricular rupture requiring emergency surgery. The doctor stated that abnormal lv movement may have caused the stent to touch the ventricle and cause a rupture. The rupture was repaired during reop at which time the mosaic valve was rotated so that the stent post would not contact the ruptured portion. Md does not think that the stent post was the cause of the lv rupture but he cannot ignore the possibility. The valve continues to function as intended and remains implanted at this time.